Event description:
It was reported that the pt had a total fundoplication gastroplexy in 1994. That evening, the pt spiked a temp and surgical wound was weeping fluid. Wound culture was negative but it was felt that the wound was most likely infected. Wound was opened and left opened at that time and was found to have dehisced with a large amount of fluid in the wound. The chest tube, which had been removed, was replaced and wound care was started with the wound left without secondary closure. A central line was placed and they were started on IV antibiotics. At 3 days the wound was reported as "looking well." Because an epigastric hernia was forming, pt was taken back to the or for placement of retention sutures. In 1994 wound was granulating nicely and pt was afebrile. They were discharged home with their family caring for the wound and on po cipro.